Event description:
Patient experienced severe pelvic pain and mesh erosion after placement of apogee/perigee and monarch transvaginal mesh products. The exposed mesh in the posterior compartment of the vagina was surgically removed and the band of mesh in the obturator membrane was released.